Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a corneal perforation incident while performing tunneling for an intrastromal corneal ring. This occurred when a laser was directed into the anterior chamber of the patient right eye during the lasik surgery procedure.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the surgery date and concluded device met specifications as per service installation record. The review of logfile for the day of treatment twelve september twenty twenty-three shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. Logfile shows six successfully performed treatments. The reported treatment could not be identified in the logfiles due to missing treatment report. Log files show no errors or warnings on the treatment day. No technical root cause was identified as the product was found to be within specifications. Based on the provided video, the root cause is user error. The manufacturer internal reference number is: (B)(4).